Event description:
It was reported that during an percutaneous transluminal angioplasty treatment procedure, deflation difficulties were encountered. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The 4.0x15mm quantum maverick balloon catheter was inflated once to 16atms without issue. However, deflation of the balloon was observed to take 2-3 minutes. The balloon was completely deflated and was removed intact. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Examination of the returned complaint device revealed solidified contrast in the balloon and the wire lumen. Magnified inspection confirmed there was no damage or other irregularities. The outer diameters of the proximal balloon bond and the distal outer were within specification. An attempt to inflate the balloon with warm water was unsuccessful. The device was soaked in water to loosen the solidified contrast; however, the device still could not be inflated. A thorough analysis of the returned device presented no evidence that the reported difficulty was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an percutaneous transluminal angioplasty treatment procedure, deflation difficulties were encountered. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The 4.0x15 mm quantum maverick balloon catheter was inflated once to 16 atms without issue. However, deflation of the balloon was observed to take 2-3 minutes. The balloon was completely deflated and was removed intact. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.